Manufacturer narrative:
According to the customer, the patient came in with a blood glucose in the "400's." The customer reported an infusion was started and "2.5 hours" into the infusion the blood glucose was "still high" but when checked using a different monitor the blood glucose "was at 47." The customer reported the blood glucose monitors were checked and all of them were off by "20-40 from each other." The customer reported the patient "recovered with no complications." No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the patient came in with a blood glucose in the "400's." The customer reported an infusion was started and "2.5 hours" into the infusion the blood glucose was "still high" but when checked using a different monitor the blood glucose "was at 47."